Manufacturer narrative:
The returned scu powered up on the test bench without the amber fault light on. A check of the event log showed an intermittent history of internal strobe errors. Otherwise, the scu was fully functional and green status for all instrument ports and normal tracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735347r, serial/lot #: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated and found the scu beeping and cycling. The logs showed internal strober errors. A replacement of the scu was requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a cranial resection procedure. It was reported that during a case, the system went to "localizer not connected" on the registration screen when they were in a procedure. They had to reboot the system to resolve the issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.